Manufacturer narrative:
The autopulse platform (sn: (B)(4)) was returned for preventive maintenance. As part of routine service during testing, the platform was evaluated and during initial power up, revealed a user advisory 11 (max patient temperature exceeded) error message. The issue was resolved after the power distribution board was replaced. The platform was received with physical damage that was unrelated to the to the ua 11 message observed during initial functional testing. To ensure the autopulse platform is functional without issue, the damaged load plate cover was replaced. After the components were replaced, the platform passed functional testing with no faults found. The autopulse platform is a reusable device and was manufactured on october 27, 2014. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
The autopulse platform (sn: (B)(4)) was returned for preventive maintenance and as part of routine service during testing, the platform was examined and displayed a user advisory (ua) 11 (max patient temperature exceeded) error message on the user control panel. There was no patient involvement.